Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6) used for treatment was returned for evaluation. A relationship between the reported event and the device could not be established. The reported problem could not be confirmed with a visual inspection. Nothing visually contributed to the reported problem. In addition, a visual inspection was performed on the part beyond the reported complaint.there were no additional visual observations identified. The reported problem was not confirmed with a functional evaluation. The console did not power down at any point during testing. The console functioned as expected without any power issues. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with console software bug. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that during cori tka procedure, when the surgeon went to start his registration, he tried to set his femoral checkpoint and the cori unit turned off. They rebooted it, restarted the case, and the surgeon tried to take his femur checkpoint again, but the cori turned off again. They tried to reboot, but received an error message. They rebooted the cori and went to get the site's navio unit, when they came back, the cori unit had turned itself off again. At this point the decision was made to use the navio for the case. No injury to patient. Delay of 10-15 minutes.